Event description:
It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) procedure with a carto 3 system and a visitag issue, a printing issue and metal interference occurred. It was reported that only the projected visitags are showing but the visitag dots themselves are not showing. The parameters were lessened and the dots still would not appear. The carto was updated to v4 and this was the first case since the upgrade. In addition, the printer would also not print. There were three drivers listed in windows. Two were deleted and the workstation rebooted. The correct driver was reloaded and then the workstation was rebooted and the issue resolved. Furthermore, patch 4 and 5 showed a metal value of 10. The issue of the projected visitags showing and not the visitag dots themselves is indicative of a reportable event as this issue may potentially lead to inadvertent prolonged ablation in some areas which might result in patient injury.

Manufacturer narrative:
Evaluation summary: (B)(4). It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) procedure with a carto 3 system and a visitag issue, a printing issue and metal interference occurred. The field service engineer (fse) received confirmation from the local bwi representative that the visitag issue was not duplicated during the next cases, and the system operated properly. As for the printer not being able to print, the correct driver was reloaded and then the workstation was rebooted and the issue resolved. The history of customer complaints associated with carto 3 system was reviewed. There were no additional complaints that may be related to the reported issue. Device history record (DHR) review was performed by the manufacturer and no anomalies were noted in manufacturing or servicing of this equipment.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).